Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that system did not boot up. To resolve the issue, fse replaced the flex vision pc. The frame grabber captures the video from the allura system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system could not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.